Event description:
Reportedly, during the f/u performed on (B)(6) 2011, a recorded "vf episode" dated (B)(6) 2011 and lasting 14 s was followed by pt's fainting. The device was then explanted since the physician thought that the device failed to deliver a shock. The physician was asking for future software enhancement by incorporating some statistic/annotation to prove that the ICD has started and/or aborted charging.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.